Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot.. Root cause:unable to determine source: phone.

Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting 3 false positive sars results. Customer had mild symptoms during the testing period and states the results were confirmed negative by other brand rapid antigen and pcr. Report 3 of 3.